Event description:
During evaluation the pump's air in line printed circuit board (ail pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. A baxter field service engineer reported a pump with failure code 810:11. This occurred during bio-med testing.evaluation summary: the condition of a defective ail pcb was confirmed. The pump was repaired at the customer's facility on 04/19/2007. Failure code 810:11 was manifested as a result of this condition. The pump's ail pcb was replaced to correct this condition.

Manufacturer narrative:
The pump's air in line printed circuit board could not be calibrated, therefore the entire pump head module was replaced.